Event description:
It was reported that during the rotator cuff repair procedure, once the footprint anchor was completely inserted in the bone the surgeon tensioned the sutures and the sutures completely pulled out. The sutures were not tore. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
One unused 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. No abnormalities were observed. Clinical details were provided stating that the patient had hard bone and that a 3.8mm awl was used to prepare the insertion site. Per the device under warnings: breakage of the suture anchor can occur if the insertion sites are not properly prepared. Also recommends a spade tipped drill be used in hard bone applications for site preparation.